Event description:
Report received of pt death while device was in use. Abbott sales rep was contacted by an anesthesiologist and asked to help interpret a printed device history. Upon query, the physician reported that there is litigation pending against him only (not the anesthesia practice or the hosp) regarding a wrongful death of a pt in 3/97. The physician would not answer any questions regarding the event but did state that "post mortem blood levels supported overdelivery." The anesthesiologst would not give abbott a copy of the printed history. The device serial number is not known; the device was reportedly never taken out of pt svc. There have been no reports of this nature from the customer (hosp). From memory, the abbott rep states he thought the program looked like their standing orders, possibly a concentration of 2mg/ml, 1 mg pca does, 10 min pt lockout. However, according to the anesthesiologist, "the amount delivered and the amount remaining in the IV container were reversed." The expected delivery was 40 ml with a remaining volume of 452ml; however, from memory, the rep reports that the printed history indicated 452ml delivered with 48 ml remaining. The anesthesiologist was aksed for further info, but declined to provide any further details, including the medication being delivered, stating that he could not due to the pending litigation. No add'l info was available.